Event description:
Information received indicates the bed has high ground resistance.

Manufacturer narrative:
The technician found the ground screw in the wire lug was stripped. The technician replaced the power cord plug to repair the bed.